Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed at the connection of the "waste fluid tubing" and support plate of a prismaflex m150 set during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was reviewed and showed the effluent pre pump line was cut inside the effluent port. The reported condition was verified. The most probable cause of the crack was related to a shock and an exposition to low temperature that occurred during transport. A nonconformance has been opened to address this issue. A shipping issue would prevent the device from being used or result in a delay in therapy. This is not likely to cause or contribute to a death or a serious injury. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.should additional relevant information become available, a supplemental report will be submitted.